Event description:
The customer reported patient alarmed on central station, but not on the unit in the room and the nurse did not hear any red alarm. The device was in use at time of event and it was reported that the patient died.

Manufacturer narrative:
The mx40 that was connected to the patient alarmed and there was no allegation of a malfunction. All alarms were triggered on the pic, audibly sounded, and visually displayed. The speakers were working as specified where the minimum volume was set at the time of the event. Therefore the device is working as specified and alarmed as designed. The device was confirmed to be operating per specifications and no failure was identified.